Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in fair condition with the contaminated and fluid ingression. The event log was not available. Customer's complaint of error code 10104 was not verified. Service found the pump to have fluid ingression. Service replaced the microprocessor unit, liquid crystal display, downstream occlusion sensor, and keypad assembly. The problem source is fluid ingression due to the customer.

Event description:
Information was received that the cadd prizm vip pump had an error code 10104. No patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.